Event description:
The reporter indicated that, while implanting a 13.2mm vticm5_13.2 implantable collamer lens -11.5/+2.0/087 (sphere/cylinder/axis) into the patient's right eye (od),it was torn. This occurred on (B)(6) 2021. Reportedly the lens remains implanted and no patient injury occurred.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Manufacturer narrative:
B3- date of event corrected to (B)(6) 2021 in the initial MDR. B5- "on (B)(6) 2021 the lens was explanted for a same model and length lens. This resolved the problem." Should be added to the initial MDR. D6b - if explannted, give date (B)(6) 2021 should be added in initial MDR. H1- corrected to serious injury in initial MDR. H6- health effect impact code 2199 corrected to 4627 in initial MDR. Claim # (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticm5_13.2 implantable collamer lens -11.5/+2.0/087 (sphere/cylinder/axis) into the patient's right eye (od),it was torn. This occurred on (B)(6) 2021. Reportedly the lens remains implanted and no patient injury occurred.